Event description:
It was reported that occlusion alarms occurred which caused blood glucose to read "high" on the cgm. The customer required assistance to manage the high blood glucose with a correction injection via multiple daily injections (mdi). Reportedly, customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.